Event description:
Study event. Device malfunction: none. Symptoms / ae: stroke. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, the pt experienced a stroke. The filter became occluded with a large amount of debris requiring aspiration. After postdilatation, the pt showed signs of left arm paralysis and left leg weakness as well as some vision changes. Additionally, postprocedure, the pt became hypotensive. The pt was treated with neosynephrine and the hypotension resolved. At some point postprocedure, an MRI of the brain was done and was positive for an acute or early subacute infarct in the right cerebral hemisphere. During hospitalization, the pt was seen by physical, occupational and speech therapy. Four days post procedure, the pt was able to walk and was transferred to a rehabilitation facility. Thirteen days post procedure, the pt was discharged from the rehabilitation center with a significantly improved status. Although requested, there is no add'l info available.

Manufacturer narrative:
The device was discarded. The lot number was provided. Stroke may occur during this type of procedure and is listed in the device instructions for use. There were no device issues reported. The lot history record was reviewed and there are no non-conformances associated with this lot number.